Manufacturer narrative:
(B)(6). Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that after filling the bd vacutainer® barricor¿ plasma blood collection tube with a normal venipuncture, the phlebotomists noticed that there is a larger blood drop remaining in the barricor tube cap. No serious injury or medical intervention reported.